Event description:
Monitor reports calculated map that differs from manually calculated map or native average of sys and diastolic pressures. In this case, hypertensive encephalopathy, the target map for bp reduction differed by approximately 30 mm hg leading to confusion over which target should be used, which value used for monitoring, etc. Device does not inform user of the discrepancy, the reason for it, which values should be used to guide therapy - eg, manually calculated or automatically displayed.